Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 60% stenosed target lesion with a significant bend was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.5x15 emerge balloon catheter, a 28 x 3.50mm promus elite mr drug eluting stent was advanced for treatment. However, it failed to cross the lesion and after several attempts, it was noted that the stent struts in the middle part were damaged. Subsequently, multiple pre-dilatations were performed with a non-bsc 2.5x15 balloon catheter and the procedure was completed after placement of a 3.5x30 non-bsc stent. There were no patient complications reported and the patient status was stable.